Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse programmed system via the application and selected the ¿nest pic present¿ to resolve issue. No part replacement required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the e-100 generator would not fire up when used with a vessel sealer extend instrument. The distributor clinical sales representative (csr) mentioned that the instrument worked fine when used with erbe. As instructed by the intuitive surgical, inc. (Isi) technical support engineer (tse), the csr reseated both ends of the internal control box (icb) to the core cable, restarted e-100 several times, and checked if the e-100 sw rev was showing in the troubleshooting tab of the vision side cart (vsc) monitor menu. The isi tse noticed that the sw rev of the e-100 was not available in the vsc menu. The procedure was completed as planned. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the erbe.